Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. The customer's blood glucose was 12.1 mmol/l. The customer said that the buttons are not working. The customer states that there is no significant events leading to the keypad issues. The customer was advised that the insulin pump will need to be replaced. The customer was advised to discontinue use of the insulin pump and revert to a back up plan per healthcare provider instruction.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump had constant button error alarms after boot up. The functional tests could not be completed due to the button error alarms. No unresponsive keypad anomaly could be verified due to the constant motor error alarms. No damage to the keypad traces or unlocked keypad connector was noted. The insulin pump had minor scratches on the display window, a cracked case at the display window corners, cracked reservoir tube lip, scratched reservoir tube window and cracked battery tube threads.